Event description:
Report 2 of 2. Upon further query the following info was provided that indicated a disconnection. The tubing set was being used for intermittent deliveries of unspecified medications. The secure lock male adapter of the tubing set was connected to the pt's IV access site. At an unspecified time, it was reported the male adapter of a syringe was connected to the removable clave port on the tubing set to deliver an unspecified medication via IV push. It was reported after the delivery of solution was complete while disconnecting the syringe from the clave port, the clave port of the extension set disconnected with the syringe from the tubing set. An unspecified volume of solution and blood leaked onto the nurse's pants. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(6) 2013. The report number is (B)(4). The customer indicated that the device was discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.